Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the dimension xpand plus with hm instrument produced a sample probe cleaner was not detected error during daily system check. As part of troubleshooting, the operator was splashed in the eye with the sample probe cleaner (spc) while trimming the sample probe cleaner tubing. Additionally, during this time, a leak in the small tubing that connects into a larger tubing was identified. The customer trimmed and reconnected the tubing and primed the spc five times. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, determined that the sample cleaner fitting to the sample drain malfunctioned, replaced the fitting, reconnected the sample cleaner tubing, and primed the sample cleaner. The customer manually ran a system check and quality control (qc), which recovered acceptably. Siemens further evaluated the event and determined that the malfunctioned fitting of the sample drain potentially contributed to the error. The customer did not wear eye protection while troubleshooting the incident, which contributed to their exposure to the spc. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting a sample probe cleaner not detected error during system check on the dimension xpand plus with hm instrument, the customer reported that an operator was splashed in the eye with the sample probe cleaner while attempting to trim the sample probe cleaner tubing. The operator cleaned their eyes at the eye wash station and did not require medical attention beyond first aid. There are no known reports of adverse health consequences due to this event.